Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), when connecting the pacing lead to the ipg, the set screw produced no clicking noise and when tightening the pacing lead, it appeared to turn freely. The ipg was placed as electrical testing showed that parameters were stable. No patient complications have been reported as a result of this event.